Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. Currently, this product remains in service and no adverse patient effects were reported.